Manufacturer narrative:
It was reported that the monitor allegedly broke off in room 8 and fell to the ground. A stryker field service technician (sfst) went onsite to evaluate the complaint. When the sfst arrived he found a loose screw that held the pivot ball to bracket. The sfst reinstalled the screw holding the pivot ball to bracket arm. In addition it was noticed that the weight of the monitor was resting on the equipment on boom. The sfst adjusted the tension of arm and now the monitor is no longer resting on the equipment on boom. There was no reported injury or adverse consequence.

Event description:
It was reported that the monitor allegedly broke off in room 8 and fell to the ground. There was no reported injury or adverse consequence.